Event description:
The device was used during a free flap procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.